Event description:
Boston scientific received information that this right atrial lead displayed high out-of-range pacing lead impedance measurements of greater than 2000 ohms. This ra lead was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. Further analysis revealed abrasion marks at the lead body of the proximal fragment which most likely resulted from an interaction with the generator can. The insulation was found intact at these positions. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.